Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The psu was received by resmed (B)(4) and was evaluated by technical services. The root cause of this issue was found to be a power supply unit failure, and is currently being returned to the manufacturing facility located in sydney, australia for an engineering investigation. The power supply unit has been replaced to address this issue. (B)(4).